Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to an issue with the mechanism, an attempt was made to pump the device however it was unsuccessful. Also, a nuclear magnetic resonance examination was performed, and no changes were not notice in the device. The ipp is currently implanted. There were no patient complications reported.

Manufacturer narrative:
Corrected section e - initial reporter information updated to correct information.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to an issue with the mechanism, an attempt was made to pump the device however it was unsuccessful. Also, a nuclear magnetic resonance examination was performed, and no changes were noticed in the device. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Corrected section e: initial reporter information updated to correct information.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to an issue with the mechanism, an attempt was made to pump the device however it was unsuccessful. Also, a nuclear magnetic resonance examination was performed, and no changes were noticed in the device. The ipp is currently implanted. There were no patient complications reported.